Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during routine inspection of a telescope, 10 mm, 30°, hd, quick lock, autoclavable, the light guide adaptor was missing from the telescope. There was no patient or procedural involvement associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was evaluated during routine inspection and the device was missing the light guide adaptor. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.